Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot number was not provided. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by a sales rep on (B)(6) 2014 that a male pt experienced red eye during contact lens wear. The eye care professional (ecp) advised discontinuation of contact lens wear. As of (B)(6) 2014, the eye care receptionist who is the mother of the pt reported that her son began wearing the lenses on (B)(6) 2014 and developed redness in both eyes on (B)(6) 2014 in association with contact lens wear. He sought medical attention due to severe pain. The ecp diagnosed him with 90/100 epithelial loss in the right eye, central edema and corneal staining. The pt was prescribed an antibiotic every two hours for 24 hours, then four times per day for four days then two times per day for four days. The symptoms are improving. As of (B)(6) 2014, it was reported by the ecp that symptoms resolved and the pt resumed contact lens wear.